Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a ploy bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device patient's info guide, which the pt is instructed to carry with them for 90 days instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported that following a pre-insertion angiogram, a 6f angio-seal was deployed in the right common femoral arteriotomy. Three days later, the pt developed an infection in the right groin which caused swelling, redness, pain, and some discharge. The patient's labia also became infected. The pt had pre-existing red cell antibodies. The pt was re-admitted to the hospital for antibiotic therapy. Reportedly, the antibiotic therapy was successful and the pt was to be discharged.